Event description:
It was reported that the pacemaker was returned for analysis after 43 months of service life due to field advisory and that at routine follow-up, there was no telemetry. The device subsequently tested out of specification consistent with the advisory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on device return and analysis. Evaluation summary: pjd675700s ema wirebond - lifted output bond wires.